Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the poly lock on correction key was shearing and pulling out of tulip head when trying to torque rod lock. The doctor was able to torque down utilized set screw, which showed tulip head of verse screw wasn't compromised. Surgery was prolonged an additional 10-15 minutes.